Event description:
The patient reportedly experienced ongoing intermittencies followed by loss of lock between the external equipment and the internal device. External equipment was exchanged without resolve. Troubleshooting revealed that the device is not functioning. Surgery to explant the patient's device will be scheduled.